Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Per condition #1 on FDA exemption #e2004001, events meeting the definition of a serious injury are reportable. Therefore, because this event resulted in medical intervention, thus meeting the definition of a serious injury, it is reportable per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
While using a 30k fsi-sli-10s insert, the tip broke and was ingested by the patient. The patient went to the emergency room and an endoscopic procedure was performed to remove the tip fragment.